Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported a screw would not penetrate the bone during a procedure. It was noted another screw was used to complete the procedure.

Manufacturer narrative:
It was discovered that the first product evaluation conducted on this complaint was performed on parts for another complaint. A new pce was opened for the correct parts for this complaint. The product was returned for evaluation. The product identity has been confirmed in the evaluation. The screw was visually evaluated with a digital microscope and revealed moderate signs of use. From the tip view, the screw appears to be dulled from use and much of the anodization has worn off. The view of the head reveals a blade was inserted and the cross threads have been slightly damaged. The screw was functionally tested and was found to have maintained good retention, but it could not support the weight of the driver. The screw did not function as intended; therefore the complaint is confirmed. The most likely underlying cause of the complaint was determined to be use of excessive force at an improper angle during the insertion process, potentially in conjunction with dense patient bone. According to the evaluation, there are no indications of manufacturing defects.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The products were returned for an evaluation. The product identities were confirmed in the evaluation. The products were visually evaluated with a digital microscope. From the tip view of the visual evaluation, each of the screws appeared to be sharp with minor signs of the green anodization wearing off, indicative of use. The side view of the visual evaluation shows sharp threads on each screw with some white residue also indicative of use. The view of the head of each screw shows some wear on the green anodization indicating the screws maintained good retention. The screws were functionally tested in the evaluation and functioned as intended; therefore the complaint is not confirmed. The most-likely cause for the complaint was determined to be use at an improper angle during the insertion process, potentially in conjunction with dense patient bone. Because the lot number remains unknown, the device history records could not be reviewed.